Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions: the device was returned for evaluation. During visual inspection, the crimped valve was observed returned 8.25 inches from the comnut on the proximal shoulder of the balloon shaft. A crimp balloon partial radial tear was noted proximal to the ic bond. Gouges were present on the flex tip. Due to the condition of the returned device, no functional testing could be performed on the delivery system. The tear was confirmed by visual inspection. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to balloon tears. Imagery was provided of the patient's anatomy. Tortuosity was observed in the patient's access vessels. Stents were present in the patient's abdominal aorta and the bifurcation into the common iliac arteries. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device procedural manual were reviewed. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. The balloon tear was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''as our delivery system traversed through the left iliac the team was not able to advance it past the external iliac due to tortuosity. The team attempted to retract the delivery system a little to then readvance at a different angle. This back and forth was performed several times but the delivery system would not advance. The team tried one more time to advance and during this attempt, a strut of the 26mm s3u valve on the inflow side bent backwards at a 90 degree angle. The team discussed the fact that they would need to bring the sheath and delivery system out together and possibly do a groin cutdown''. In addition, during product evaluation, the crimp balloon was observed to be partially torn proximal to the inflation balloon / crimp balloon bond. Per the imagery provided, significant tortuosity was observed in patient's access vessels and stents were present in patient's abdominal aorta and bifurcation into the common iliac arteries. Tortuosity and pre-existing stents in the patient's anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement of the delivery system. A nonaxial alignment can cause difficulty in advancement as well as withdrawing. It is possible that excessive force was used to overcome resistance during the several back-and-forth motions that may have weakened the crimp balloon and causing it to tear. A definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity, pre-existing stent) and/or procedural factors (excessive manipulation) may have contributed to the reported complaint event.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 20156910-2021-06755 and 2015691-2021-07084. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in a patient with a history of an evar with a descending aortic stent into bilateral iliac stents, the team placed a lunderquist wire in order to straighten the patient's left iliac artery tortuosity and used a 14f esheath dilator to dilate the vessel. Once the vessel was dilated the esheath was inserted over the wire. The team then replaced the wire with a safari extra stiff wire into the esheath. Next, the team performed a balloon valvuloplasty and the bav balloon was exchanged for the delivery system. As the delivery system with valve traversed the left iliac the team was not able to advance it past the external iliac due to tortuosity. The team attempted to retract the delivery system a little to then readvance at a different angle. This back and forth was performed several times but the delivery system would not advance. The team tried one more time to advance and during this attempt, a strut of the 26mm sapien 3 ultra valve on the inflow side bent backwards at a 90 degree angle. The team discussed the fact that they would need to bring the sheath and delivery system out together and possibly do a groin cutdown. A second esheath was opened and prepped as the team worked with the system stuck in the sheath. The team attempted to bring the sheath and the system out together percutaneously and the patient's blood pressure dropped immediately. Vascular surgery and interventional radiology were called to the room. The tavr team inserted a peripheral balloon from the left wrist in an attempt to tamponade the iliac from above but that was unsuccessful. The patient decompensated, CPR was started, the cardiac surgeon performed a left sided thoracotomy to access the aorta, clamped it, and the left groin was opened in order to control the left iliac, which was torn. The valve and delivery system never exited the sheath. The sheath seem was torn. The devices were surgically removed by the vascular surgeon. The patient was transferred to the (B)(6) hospital and is doing well, per physicians involved in the case. The delivery system was received for evaluation and the crimp balloon was noted to be partially torn.